Event description:
A coronary atherectomy procedure commenced to treat moderately calcified, chronic total occlusion (cto) in the proximal left anterior descending (lad) artery. A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. After the atherectomy was completed, the elca got caught on the 7f guide catheter, and both the guide catheter and elca were removed as a system. Upon removal, it was observed that the elca exit wire port was damaged. The procedure was completed with no reported patient harm. Upon completion of the elca device evaluation and investigation on 19sep2024, a breach in the outer jacket was detected, with visible fibers present in the area of the breach. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
B7): other relevant history unk h3): the elca was returned for evaluation. Visual inspection found the rx port pulled away from the inner lumen, with a visible breach in the outer jacket. The outer jacket is twisted and wrinkled in the area of the breach. Fibers are visible in the area of the damage, but no broken fibers were detected. H6): based on completion of the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure during manipulation of the device, when the guide wire is pulled laterally away from the port, resulting in the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.